Event description:
Additional information was received that the pump failed flow test while being tested. There was no patient involvement.

Manufacturer narrative:
One cadd solis vip pump was received with a damaged lens. There was no evidence of the reported "failed flow test 7.1%" error in the event log. The pump was tested through air in line (ail) height gauge check and it was confirmed that the pump was pumping low. The ail was sitting too high and is known to cause accuracy issues when sitting too high. The unit was pumping slightly too low, but it was well within specifications. The ail detector was replaced to bring the pump into compliance with the height gauge.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump failed flow testing by (B)(4)%. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.